Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during microbiological routine control the colonovideoscope tested positive for an unexpected contamination. The type of contamination was not specified. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of results of third-party testing, the device evaluation and the final investigation. The user facility provided the following results of their culture test: sampling date: (B)(6) 2025. Sampling from: endoscope. Cfu: <1. Bacterial identification: staphylococcus hominis. Sampling date: (B)(6) 2025. Sampling from: endoscope. Cfu: >80. Bacterial identification: serratia marcescens. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: endoscope. Cfu: n/a. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.